Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown, which led to customer¿s blood glucose reading displaying high with exact value unknown. Customer did not require help from any third party. Customer delivered a correction bolus using pump and resumed insulin after shutdown. Cts to replace pump. Customer will continue to use current pump.